Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 3, 2024 ¿ may 6, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that either the blue or white end cap of two (2) small volume intermates were loose in the packaging or fell when the packaging was opened. There was no patient involvement. No additional information is available.